Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal delaminating and damage to air in line detector. No notable evidence was found during a review of the event history log. During the functional testing, the customer reported complaint was confirmed during the air detector test. The probable cause of the issue was the damage to the air detector. The air detector and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the air in line alarm error code during testing. There was no patient involvement.